Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, universal surgical manipulator (usm) 1 was disabled. A clinical territory associate (cta), wanted to know how to reenable usm 1. The intuitive technical support engineer (tse) informed the that a mid-procedure restart would be needed. The tse reviewed the error logs and found multiple usm 1 errors earlier and logs indicated the user disabled usm 1. The tse advised the that the error may return after a system restart and they may not be able to recover. The procedure was completed as planned with no reported injury without usm1. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer proceeded with three system arms to complete part one of the combination procedure and restarted the system in between which allowed them to regain use of the disabled arm. Ports were placed prior the issue being identified. The reporter was unsure if system functionality was checked upon power on the system or if the system initially powered on without errors as the reporter was not there at the beginning of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to recreate the errors, however the fse confirmed with technical support that the errors originated from the distal set up joint (suj) the fse replaced the distal suj. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Analysis is in progress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The distal set up joint (suj) was analyzed and the error was confirmed in the field via remote logs and was replicated during in house testing. The complaint was confirmed based on failure analysis as the unit failed testing, which indicates that the device may have contributed to the customer reported issue.